Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reports that they received notification regarding "possible defective freestyle libre 3 sensors". There was no alleged adc product issue associated with this report. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.